Event description:
It was reported that during an in-clinic follow-up, a patient presented with noise reversion episodes on the right ventricular (rv) lead and the right atrial (ra) lead exhibited mode switch episodes, leading to over-sensing noise. No intervention was performed and the patient will further be monitored. The patient remains clinically stable.